Event description:
A non-healthcare professional reported about an intraocular lens (iol) was explanted in secondary procedure due to blurry near vision. It was exchanged with a monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information provided in the file, the root cause would be related to patient condition and was unrelated to a malfunction of the lens. The clinical reason for the event listed in the file indicated that the reason for the explant was due to "failure to adapt to multifocal". The form also indicated that the 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a monofocal lens. The specific model and diopter for the replacement monofocal lens was not provided. This information suggests and supports that the replacement lens model was an improved selection for this patient's vison needs. The manufacturer internal reference number is: (B)(4).